Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. There is no way to predict a non-union or failure to heal. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on 2/9/2017 that a sign fin nail implanted to repair a fracture was replaced due to a non-union. The fin nail was replaced with a 9 mm x 360 mm standard nail per the sign technique manual. Surgeon comment: "fin nail of 8 x 190 mm is replaced to standard 9 x 260 mm."